Event description:
The tip of the saliva ejector came off and was swallowed by the pt during a bronchoscopy procedure. They began to wake the pt up when they noticed that the tip was missing. They then stopped waking up the pt and reintroduced the bronchoscope. The tip of the saliva ejector had entered the pt's lung, but the doctor was able to retrieve it by using a snare. The bronchoscope was then removed and the pt was awakened. No complications were reported. The pt is doing fine.